Event description:
It was reported that the patient was in clinic and a system controller exchange was planned, and it was planned to provide the patient with a new power cable. The patient has a heartmate 2 and was using a power module rather than a mobile power unit (mpu). The patient was having a "connect power" advisory alarm when the white cable was switched from the power module to the battery. The white power cable connector pins were inspected and only 3 were observed rather than 5. At least one of the broken pins was visualized stuck inside the power module cable. While both cables were connected to the power module there were no alarms. The patient was completely asymptomatic. Log files were submitted for review and captured a driveline disconnect event at1912 on (B)(6) 2025. There were also some low voltage hazard events specifically when the black power lead was disconnected and the system controller was relying on the faulty white lead. Several no external power events were noted, and the backup battery (ebb) was in use several times as well as during these events.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The cause of the driveline disconnect event was not identified.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of broken pins in the white power cable, atypical power cable disconnect alarms, and a driveline disconnect alarm on the system controller was confirmed. A review of the submitted log file spanned approximately 24 days (07dec2025 ¿ 31dec2025 per time stamp). From 07dec2025 at 18:26:02 ¿ 31dec2025 at 09:31:46 while connected to batteries and the power module, there were power cable faults on both power cables not associated with a power source exchange. The power cable disconnect alarm activated with these events as well. The alarm cleared each time after switching power sources. The alarm did not affect the controller's ability to operate the pump at the set speed. The driveline was then disconnected on 19dec2025 at 19:12:53. The driveline was reconnected at 19:13:01. Following the reconnection, the pump ramped up to the set speed. There were no other notable alarms active in the log file. The system controller, serial (B)(6), was not returned for analysis. The provided information stated the patient had power cable disconnect alarms when connected to batteries but not active when connected to the power module. The provided photo showed pins 3 and 4 broken off the white system controller connector and lodged inside positions 3 and 4 of the patient cable connector. Additional information provided stated that the cause of the driveline disconnect alarms were not identified, and the product has already been discarded. The IFU states in the ¿guideline for power cable connectors¿ section to line up the half circles inside the connectors and gently bring the connectors together, turning them slightly to make the connection. A root cause for the reported alarm was due to the damaged pins. A root cause for the damaged pins is consistent with using excessive force when making connections; however, it cannot be conclusively determined through this analysis. A root cause for the driveline disconnect alarm was not conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate ii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot all alarms. Heartmate ii instructions for use section 8-¿equipment storage and care¿ and heartmate ii patient handbook section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. The IFU states in the ¿guideline for power cable connectors¿ section to ¿line up the half circles inside the connectors¿ gently bring the connectors together, turning them slightly to make the connection, if needed¿ never twist connectors or pull them apart at an angle.¿ no further information was provided. The manufacturer is closing the file on this event.